Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test with no error alarms. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received multiple no delivery alarms from his/her insulin pump. The customer's blood glucose level was 115 mg/dl. Troubleshooting was performed. It was discovered that the alarm occurred after a battery change. The customer was assisted in rewinding and reprogramming the insulin pump. The insulin pump passed the self test. The product has been returned. Nothing further was reported.